Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart and broke off from connection at quick release. This issue happened a couple of times. The site location was at the upper thigh and the pump was on the same side. The infusion had been in use for few hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation, it was found that the tubing was detached from the tubing connector. No further information available.